Manufacturer narrative:
This device is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the device was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the lens optic torn and the haptic torn/broken. (B)(4). Conclusion code as per dfu for this lens model, vticls are contraindicated for patients under 21 years of age at the time of implantation. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -17.0/+3.5/080 diopter, in the patient's left eye (os) on (B)(6) 2016. Lens rotation not associated to a low vault and refractive surprise were noted. The lens was repositioned on (B)(6) 2016, but this did not resolve the problem. The lens was exchanged on (B)(6) 2016 for another lens of a different model/diopter and the problem was resolved. Patient's post-op best-corrected visual acuity was 20/20 and uncorrected visual acuity was 20/100 on (B)(6) 2016.